Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up during the night and delivered a 7 unit bolus which caused the customer to enter a diabetic coma due to low blood glucose (bg). Bg value was 23-24 mg/dl and customer went to the emergency room. The customer did not recall why the choice was made to deliver the bolus; however, acknowledged requesting the bolus. Reportedly, the customer was released 6 hours later with bg 120 mg/dl and feeling "fine". The customer was unable to recall additional details regarding the event.